Event description:
The hospital reported that, during testing, the command module did not provide an appropriate ECG output signal to an external device.

Manufacturer narrative:
Upon first analysis, this appeared to be a component batch problem. However, looking at the distribution of the failures leads us to conclude that it was very limited. A total command modules were tested and some failures were found. These the device failures were in a narrow range- consecutive serial numbers. Of the total modules produced from april 2005 (one year prior to the date code of those 9), through april 2008, only 5 other similar failures were recorded. Therefore we are concluding that the failures were limited to a very small manufacturing batch, and the probability of future failures is within the normal expected rate for these components. We will review the usage of this part at the next audit of our factory repair department. We consider this case to be closed.